Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nj631t - bicontact e plasmapore cap 8/10 sz.11h. According to the complaint description, the femur fractured during surgery. Intraoperative fracture of the femur occurred in (B)(6) (bipolar hip arthroplasty) on (B)(6) 2020. While using the a profiler, the surgeon felt a sense of discomfort when inserting the 9mm stem. When he twisted the handle, there was a fracture in the calcar. Then, a soft steel wire was used on the thigh, and a 11 mm stem was placed as planned. Due to the intra-operative fracture, there may be risk of sinking of stem in the long term. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nj108d - biolox delta prosthesis head 8/10 32mm l - lot 52540971.